Event description:
It was reported that the pta balloon ruptured at 15atm during the third inflation in the right brachiocephalic vein. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The complaint investigation is confirmed for a hole in the outer catheter near the proximal balloon glue joint. The investigation is inconclusive for a balloon rupture, as the balloon could not be inflated due to the hole in the outer catheter. The definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The atlas instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.